Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with gel globules and instruments clogging. This occurred on 5000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: gel globules cause the chemistry analysis instrument issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with gel globules and instruments clogging. This occurred on 5000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: gel globules cause the chemistry analysis instrument issue.